Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer,e1 event site telephone, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Correctional field: d4 (serial # should be empty),d7a, d8 (should be empty). Additional information: (B)(6), an ICU, nurse. (B)(6), an ICU rn, reported an auto-fill failure alarm on a cardiosave device after multiple catheter restriction alarms during axillary balloon catheter use. She later declined troubleshooting assistance as the patient was being transferred to the cath lab for catheter replacement. No patient harm occurred. Product surveillance was conducted, and a biohazard kit was arranged for catheter return to getinge. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab and between catheter and sheath. The iab was returned cut with only the membrane and a partial piece of the catheter tubing included. The 8fr maquet sheath was returned covering the catheter tubing. One kink was observed on the catheter tubing 43.7cm from the iab tip. An underwater leak test of the balloon membrane and the portion of catheter tubing returned was performed and no leaks were found. Due to the condition of the returned iab, it could not be connected to the pump to attempt replicating the reported alarm. The evaluation was unbale to confirm the reported failure. It was difficult to preform additional leak tests and pump test due to the condition of the returned iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The evaluation was unbale to confirm the reported failure. It was difficult to preform additional leak tests and pump test due to the condition of the returned iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation. Remove invalid character.

Event description:
It was reported that during use. Intra-aortic balloon (iab) has auto-fill failure alarm and balloon catheter was inserted axillary with multiple catheter restriction alarms. There was no patient harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h4.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: e1 & e3 (initial reporter name and occupation).

Event description:
N/a.